Event description:
Customer tested this morning 7 times within 10 minutes: 11:20am=280 mg/dl; 11:21am=164 mg/dl; 11:22am=131 mg/dl; 11:26am=117 mg/dl; 11:27am=163 mg/dl; 11:28am=119 mg/dl; 11:29am=108 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.